Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was noted that the balloon became damaged at 40-80 psi. It was noted that balloon fragments were left inside the patient and confirmed on x-ray markers by the surgeon. Patient status is good with no complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.